Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed and this 21mm trifecta valve was implanted in the patient's aortic position. On an unknown date in (B)(6) 2017, the patient had an unidentified fever and infective endocarditis was suspected. On (B)(6) 2018, a re-do avr was performed and the valve was explanted. Upon explant of the valve, the cusps that were located at the left coronary cusp (lcc) and the right coronary cusp (rcc) in the patient's native aortic position were observed to be prolapsed. Furthermore, vegetation was confirmed to adhere tp the bottom of the rcc. The adhered vegetation was inspected in the hospital and gram positive coccus was confirmed. Subsequently, a 19mm edwards inspiris resilia aortic valve was implanted.

Event description:
On (B)(6) 2015, an aortic valve replacement (avr) was performed and this 21mm trifecta valve was implanted in the patient's aortic position. On an unknown date in december of 2017, the patient had an unidentified fever and infective endocarditis was suspected. In (B)(6) 2018, the patient presented and was admitted to the hospital due to complete heart block (chb), loss of consciousness and cardiac insufficiency. The patient was then diagnosed with aortic stenosis. In (B)(6) 2018, an echocardiogram revealed aortic regurgitation. On (B)(6) 2018, a re-do avr was performed and the valve was explanted. Upon explant of the valve, the cusps that were located at the left coronary cusp (lcc) and the right coronary cusp (rcc) in the patient's native aortic position were observed to be prolapsed. Furthermore, vegetation was confirmed to adhere to the bottom of the rcc. The adhered vegetation was inspected in the hospital and gram positive coccus was confirmed. Subsequently, a 19mm edwards inspiris resilia aortic valve was implanted. The patient is expected to have a pacemaker implanted and discharged thereafter.

Manufacturer narrative:
An event of endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.